Event description:
The patient experienced increased pain. A reservoir volume discrepancy was found; the expected volume was 8.9 ml, the actual volume was 18 ml. The catheter was obstructed. During the catheter revision, they were unable to inject into the side port of the pump. After removing the pump from the patient, they were able to inject into the side port, but much force was required. No precipitated drug was noted. The pump and catheter were replaced. The patient recovered w/o sequela. The device system was used to deliver clonidine, bupivacaine, and fentanyl.

Manufacturer narrative:
(B)(4).